Event description:
The customer contact reported particulate. It was reported that a floating filament was found in a solution container that was filled w/ an unspecified volume of normal saline famotidine. The customer contact reported that the filament appeared to be a shard of opaque plastic and was described as long and skinny. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.